Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer by phone and e-mail were unsuccessful. A letter was sent to the customer, to which a response has not been received. As of the date of this report, contact with the customer has not been made and the power supply has not been received for testing/analysis. Fire is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on going.

Event description:
The customer reported to customer service that the power supply for her pump started on fire and melted. No injuries were reported.